Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the product tank is leaking. Additional malfunction is the zip ties and hose clamps were replaced.